Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack on back side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device has been returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for any relevant alarms that may have occurred in the past. In the adapt tool pump error 53 was noted in main error log. File ID: 620 and line ID: 4761. In addition, pump error 63 was also recorded in (main error log) adapt, file ID: 2017 and line ID: 147. Proceeded it by cutting the unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Isolate to electronic assemblies. Unit was also received with battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, broken belt clip rails, cracked case on battery side, stained keypad overlay, pillowing keypad overlay, missing display window/cover and cracked keypad overlay at select button. In conclusion, the unit came in with a critical pump error (open book) alarm triggered by pump error 63 and 53. Customers concern for cosmetic damages were confirmed when cracked case (battery tube) was noted during visual inspection. No moisture damage noted on electronic assembly during deconstructive analysis, isolate to electronic assembly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.